Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving morphine at unknown concentration and dose via an implantable pump for non-malignant pain, chronic low back pain. It was reported that the patient was sporadically (for an unknown period of time, asked many times) having episodes in the middle of the night of withdrawal (from 12-5) that required hospitalization and IV morphine. The patient experienced; sweating, increased heart rate, blood pressure, feeling like crawling out of his own skin and pain escalated a lot. The hcp confirmed the symptoms started in february. The hcp mentioned that the pump logs did not show any problems with the pump. A dye study was done on (B)(6) 2022 and "there were no problems" they could assess with the catheter. The volumes were what typically as expected at the refills. The hcp mentioned the patient did well during the dye study and did not experience any episodes until thanksgiving, when they had another episode. The hcp mentioned the episode during thanksgiving happened "out of the blue" and consistently happened between midnight and 3 am. The hcp mentioned the patient was not on oral pain medication on a daily basis and only took them when they had episodes. The hcp inquired if the catheter and/or pump should be replaced; technical services reviewed that this would be a medical decision. The option to do another catheter access port (cap) aspiration was reviewed to see if the patient responded positively. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) reporting the withdrawal leading to hospitalization was a mystery. The pump had appeared to be working ok. No motor stall, but the patient would get periodic episodes in the middle of the night of withdrawal and pain "like his pump stopped working". The cause of the withdrawal episodes were unknown. The patient had a catheter dye study on (B)(6) 2022 to investigate and all looked ok. The patient also had a CT of his pump with no obvious kinks in catheter. It was noted it does resolve in time, but the issue keeps happening.